Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. All reservoirs passed per inspection, and no air bubbles anomaly was found. Checked the o-ring for defects, and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called and reported that three of the reservoirs were difficult to fill. Customer encountered resistance and when the reservoirs were filled, customer was unable to remove bubbles. Customer was advised the reservoirs would be replaced and agreed to return the product for analysis.